Event description:
Rn was setting the IV tubings to administer mg so4 when she noticed that the piggy back set up was going up to the main IV fluid chamber. Rn did not go through the infusion and remove the equipment from the patient's room.